Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the clinic after receiving inappropriate defibrillation therapy. The device was interrogated and there was noise which resulted in oversensing noted on the right ventricular (rv) lead. It was determined that the noise and oversensing on the rv lead caused the inappropriate defibrillation therapy. Diagnostic imaging was performed, and there was insulation abrasion noted on the rv lead. The rv lead was successfully explanted and replaced, and the patient was stable with no additional adverse consequences.